Event description:
The reporter indicated that a 12.1mm, vicmo12.1 -6.5 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. Low vault and lens opacity was observed. On (B)(6) 2022 the lens was explanted and it was reported that the problem resolved. Cause of event was unknown. The reporter stated that no intervention was performed for the lens opacity and the patient is under follow-up observation.

Manufacturer narrative:
Weight-race: unk. This product is not marketed in the us. No similar complaint type events reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
Device evaluation: h3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on product. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).